Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer d10: concomitants: 02-012-49-3011 - logic cr tib insert slope++, sz 3, 11mm (B)(6). Serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. 02-010-04-0230 - logic cr femoral por, left, sz 3 (B)(6). 200-02-35 - three peg patella 35mm (B)(6). 201-78-15 - holding pin mini sharp point 4 pk (B)(6). 201-78-81 - 3 trocar, mod. Hex 2pk (B)(6). 521-78-23 - threaded pin size 2.3 collared (B)(6). 521-78-23 - threaded pin size 2.3 collared (B)(6). 521-78-32 - threaded pin size 3.0 collarless (B)(6). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a 78 yo female patient, initial left knee implanted on (B)(6) 2019, underwent a revision procedure on (B)(6) 2023, approximately 4 years 9 months post the initial procedure. The patient was revised due to femoral and tibial loosening as a result of poly wear. All devices were removed. There were no device breakages or surgical delays reported. The patient was last known to be stable following the event. No x-rays or images were available. The devices are not available for analysis as they were disposed of by the customer.

Manufacturer narrative:
H3: the revision reported was likely the result of a combination of prosthesis wear and loosening. Instability of the knee may have allowed for excessive posterior and medial contact leading to full-thickness wear of the polyethylene tibial insert. The most probable root cause associated with the reported event of femoral and tibial loosening is associated with weakened integration of the femoral component at the bone-implant interface due to loss of fibrous and/or bony tissue and/ or insufficient bony in-growth leading to compromised anchorage of the devices. However, the contributions of instability, loosening, and prosthesis wear to the sequence of events cannot be confirmed as the device was not returned for evaluation and additional information regarding patient-related conditions or radiographs was not provided.